Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); exp date: 06/30/2017; mfg. Date: 06/30/2016; date received: 11/23/2016. Battery/(B)(4); exp date: 04/30/2016; mfg. Date: 04/30/2015; date received: 11/23/2016. Battery/(B)(4); exp date: 02/29/2016; mfg. Date: 02/28/2015; date received: 11/23/2016. (Battery/(B)(4); exp date: 02/29/2016; mfg. Date: 02/28/2015; date received: 11/23/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per the vad coordinator, the patient was experiencing power switching several times. The batteries and controller were exchanged with no effect on the patient. Patient is in good condition at home. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery-(B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Battery-(B)(4). Method: visual inspection; analysis of data log(s); manufacturing review; interoperability evaluation; actual device evaluated. Results: interoperability problem; open circuit. Conclusion: quality system deficiency. Battery- (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Battery-(B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. The reported event of power switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4)'s manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of (B)(4)'s log files revealed multiple premature switching events involving (B)(4).  Additionally, a critical battery alarm was triggered by (B)(4). These events can most likely be attributed to momentary disconnections of the batteries from the controller. (B)(4) had received the smr upgrade prior to these events. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis revealed that (B)(4) passed visual examination but failed functional testing due to a cell pair falling under voltage. Internal visual inspection revealed a faulty weld which had perforated the battery cell and resulted in a transient open circuit. Faulty welds are currently being investigated by the manufacturer. Analysis revealed that (B)(4) failed visual inspection due to a loose connector on power port 1 of the controller. This finding is not related to the reported event.  A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating this issue with the supplier. Analysis revealed that (B)(4) passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Additionally, it's possible that the perforated cell found in (B)(4) contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: the patient is unaware if he has had any loss of power due as his memory is not good due to previous ischemic insults. He has problems changing his batteries and forget he has an lvad. According to the vad coordinator, the patient has disconnected both batteries before. The power switching resolved with replacement of the unit. The patient is currently in the hospital for an unrelated event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.